Event description:
The tabs in the femoral head trial broke off during surgery when they were trying to remove the femoral head. They were able to get the broken piece out of the patient and everything turned out ok. They had another femoral head trial available.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.